Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. The customer was advised that the issue was due to the fiber optic potion of the iab. They were walked through the steps to connect the iab central lumen to the iabp with the transducer. A waveform was present, they zeroed, and resumed pumping without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure message. The start of therapy for iabp therapy was (B)(6) 2023 at 1310. Support called for alarm on (B)(6) 2023 at 0315. The customer was advised that the issue was due to the fiber optic portion of the iab. They were walked through the steps to connect the iab central lumen to the iabp with the transducer. A waveform was present, they zeroed, and resumed pumping without further issue. Iabp therapy was discontinued, and pulled by a medical doctor (md) in the intensive care unit (ICU) on (B)(6) 2023 at 1015. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter tubing. A kink was found on the catheter tubing approximately 63.0cm from the iab tip. The optical fiber was found to be broken approximately 21.6cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.